Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a sensor error message after wearing the adc freestyle libre for 1 day, and stated that the "reader was not reading the sensor". Customer did not experience symptoms but reported that he went to the emergency room, where an insulin injection was administered. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving a sensor error message after wearing the adc freestyle libre for 1 day, and stated that the "reader was not reading the sensor". Customer did not experience symptoms but reported that he went to the emergency room, where an insulin injection was administered. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, all three contacts were installed properly and no issues were observed. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has also been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and fs libre sensor kit passed all tests prior to release.

Manufacturer narrative:
Sensor 0m0004adugr has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, all three contacts were installed properly and no issues were observed. Performed visual inspection on sensor tail. Did observe a watermark at the base of the sensor tail indicating tail not properly inserted. All results were within specification. No malfunction or product deficiency was identified.

Event description:
Customer reported receiving a sensor error message after wearing the adc freestyle libre for 1 day, and stated that the "reader was not reading the sensor". Customer did not experience symptoms but reported that he went to the emergency room, where an insulin injection was administered. No further treatment was reported. There was no report of death or permanent impairment associated with this event.